Event description:
It was reported that the patient was experiencing phrenic nerve and diaphragmatic stimulation from the left ventricular (lv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.